Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the consumer via manufacturer representative (rep) reported that the implant gave them shocks. The patient had a system fitted and for the last 3 days, hey had been getting shocks from their system and they think it may be from getting the adaptive stim settings programmed two weeks prior or their dog kicking them in the stomach as this started happening one day after they received the kick. When they check their ins with the programmer, the settings had gone up to 2.5 on its own. Actions taken to resolve the issue was being directed to the hospital and an email was sent to the rep. It was unknown if the issue was resolved and no surgical intervention occurred.